Event description:
During meniscal repair; of the 5x devices used: 1x the suture broke off before it could be tensioned and 3x the suture did not come out of the joint with the device and had to be retrieved, which was difficult as they were bunched up. Not sure which lot numbers apply to which problem as there were no smith & nephew representatives present and it was not recorded. Did any piece break off inside the body? Yes if yes, how was it removed? Left in. Lot #'s identified: 50379023; 50371637; 50411568; 50408047.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).